Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The device was also received with minor scratched lcd window and cracked reservoir tube lip. The insulin pump functioned properly; it passed the rewind, occlusion, basic occlusion, prime, displacement and excessive no delivery alarm tests.

Event description:
The customer reported via phone call that she experienced high blood glucose of 477 mg/dl. The customer stated she changed the set and noticed the buttons were not responsive. Customer treated with manual injection. The customer did not recall any significant events leading to the keypad issue. Customer declined troubleshooting for high blood glucose. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.